Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported a left side exchange with no complaint against the device, later reporting "fatigue, hypothyroidism, htn, hyper cholesterol," (not device related) and capsular contracture, baker grade iii. Healthcare professional later confirmed capsular contracture, baker grade ii. Healthcare professional later reported report a left side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Device has been explanted and not replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Malaise-ndr: unable to observe since it is not related to the device. Other-medical-ndr: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported a left side exchange with no complaint against the device, later reporting "fatigue, hypothyroidism, htn, hyper cholesterol," (not device related) and capsular contracture, baker grade iii. Healthcare professional later confirmed capsular contracture, baker grade ii. Healthcare professional later reported report a left side capsular contracture, baker grade iii. Device has been explanted.